Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had cracked case at the display window corners, missing end cap sticker, cracked reservoir tube, broken battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the insulin pump had intermittently responsive buttons. The customer's blood glucose was 199 mg/dl. The insulin pump was neither dropped nor bumped and was not exposed to moisture. The discontinuation of the device was advised. Nothing further was reported.